Manufacturer narrative:
This MDR submitted on (B)(4) 2013 reference itc complaint (B)(4). MFR notified FDA on (B)(4) 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover lower than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified mfg process, qc, and product surveillance parameters as contributory to the under recovery and inconsistent results are now being controlled such that all future product meets all spec with minimized variability and bias to ensure clinical equivalency to inr reference standards. Itc has requested all data required for form 3500a.

Event description:
Pt self-tester reports lower than expected results with the protime microcoagulation system. Pt reported testing with a recalled lot of protime3 cuvettes and was generating results of approx 1.7 inr. Upon increasing her coumadin dose, inr remained lower than expected. Pt went to the emergency room to have a lab test performed and she was experiencing a bad headache, tingling, and nausea. Inr at the hospital was 7.0inr. Pt was admitted to the hospital overnight for observation and to run add'l tests. At the time of this report, customer stated she feels better now. Pt's therapeutic range was not provided.